Manufacturer narrative:
Field service specialist visited the account and completed full system check out and was not able to confirm complaint. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported 3 cases of capsule tear. No additional information was provided. This is report is for 1 of 3.